Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that the procedure was to treat a heavily calcified lad lesion. After pre-dilatation (2.0 voyager was inflated 3 times), the mini vision stent delivery system (sds) was advanced, but could not cross the lesion. The sds was removed, at which time the stent was observed to have dislodged onto the shaft proximal to the balloon. There were no patient effects reported. No additional event or pt information is available.